Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies and she was having low blood glucose levels. The customer's blood glucose level was 22 mg/dl. The customer treated with orange juice. The customer declined to troubleshoot. Nothing was replaced or returned.